Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer indicated via phone call of currently being in the hospital for diabetic ketoacidosis. Customer's blood glucose at the time of the call was 179 mg/dl and indicated that her blood glucose was high when she was taken to the hospital but did not know the level. Troubleshooting found that the pump passed the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer indicated that their doctor requested a new pump and customer was advised that the device would be replaced and to return the old pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.